Event description:
Edwards received notification through the implant patient registry that a patient with a 9600tfx 26 mm sapien 3 transcatheter valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 6 years, 7 months, and 10 days. The reason for the valve explant was not stated and remains unknown at this time. No additional details were provided.

Manufacturer narrative:
Investigation is ongoing. Device is not returning to manufacturer.

Event description:
Per clinical review of the medical records received, 6 years, 7 months, 6 days post implant, the patient was admitted to the hospital with shortness of breath and lower extremity edema. Four days after admission, the valve was explanted. Upon explant, the valve was described as severely calcified. The patient was stable and discharged to rehab on post operative day 15.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on medical records received and the device evaluation. The following sections of this report have been updated: b.1, b.5, h.6 clinical code, h.6 device code, h.6 type of investigation, h.6 investigation findings, and h.6 investigation conclusions. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was not provided for review. As a review of manufacturing mitigations is already captured in a technical summary written by edwards lifesciences, a manufacturing mitigations review was not required. As the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency, a device history record (DHR) review was not required. As a technical summary written by edwards lifesciences applies to this event, a lot history review was not required. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 valve. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed. While edwards durability testing of sapien valves meets and exceeds current iso standard and FDA guidance for bioprosthesis valve durability requirement, bioprosthetic valves are known to have a limited life span due to valve degeneration or deterioration (including calcification) over time. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprosthesis heart valves as outlined in the IFU. With the known inherent risk of device, valves that are reported for degeneration post implantation over 5 years are considered natural deterioration of the valve and are not considered a device malfunction; therefore, it is not included in the risk management file. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. In this case, patient had a history of hyperlipidemia, which is one of the known risk factors for developing bioprosthetic tissue calcification. As such, available information suggests that patient factors (hyperlipidemia) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.